Event description:
It was reported that during a rotational atherectomy procedure, the burr shaft broke distal to the rotalink connection. Attempts to obtain additional procedural information have been unsuccessful. Additional information is not available. No patient injuries or complications were reported.